Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken wire. The user completed the procedure with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Product and event verification: a review of the device logs for the large suturecut needle driver (part# 471296-08 / lot/serial# (B)(6) associated with this event has been performed. Per this review of the logs, the large suturecut needle driver was last used on (B)(6) 2023 via system serial# (B)(6). There were 7 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. The procedure name/console surgeon¿s name was not provided. Therefore, a review of the remotefe procedure log cannot be performed at this time. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).